Event description:
The leur tip of the pulsator syringe tip doesn't fit correctly when trying to attach needle or attaching to pa cath. Following attachment, air leak is created occassionally, preventing a tight seal which would allow blood to rapidly fill syringe. This is causing pt's to be a re-stuck over & over until new equipment is used. The facility has used these same syringes over 20 yrs and haven't experienced this before. Leur too soft of opening too narrow?